Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was submitted to the manufacturer for evaluation. Through visual examination, the set was assembled per product drawing. Through microscopic evaluation, flash/damage was identified on the end of both patient connectors. A luer taper test was performed on all luers with passing results. The sample was subjected to a leakage test; leakage was identified at the locksite of the spike line. Additionally, a bubble formed at the venous patient connector but did not break away. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the sample is not within specification and a defect was observed. While a defect was observed, an exact root cause could not be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).the investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: air bubbles noted in arterial line that filled the venous chamber. Air had to be removed from venous chamber multiple times during treatment. Clotting noted in chamber. Patient was able to complete treatment, and blood was rinsed back. Old style connector.